Event description:
It was reported that during an rotational atherectomy procedure, sheath damage occurred. The severely calcified, 90% stenosed lesion being treated was located in the moderately tortuous left anterior descending artery (lad). When attempting to rotablate the lesion, blood was noted in the rotalink catheter sheath. The physician removed the device and attempted to flush the device and noted air bubbles. The physician then exchanged the devices and completed the case successfully. No pt complications were reported, and pt status was reported as 'ok'.

Manufacturer narrative:
The complainant indicated that the device wil not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.